Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had sensor reading discrepancies and the insulin pump went into threshold suspend the night before. It was stated that the sensor was reading 40, but blood glucose value was 156 mg/dl at the time of the suspend. The mother turned the sensor off and turned it back on the morning of the call. After calibrating. Blood glucose was 136 mg/dl and sensor glucose was 114. It was advised to monitor the sg and call back if necessary. The sensor will not be returned for analysis.